Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon evaluation, there was oxidation on the tin pins of the j1000, j1002, and j1003 connectors on the defib and c/a boards. The root cause of the inability to complete testing is the oxidation. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a monitor failed incoming functionality testing.